Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently, the pump would not accept the cartridge during the loading process. Another cartridge would be loaded successfully. There was no reported impact to blood glucose.